Event description:
It was reported that during stent deployment procedure, the proximal end of the stent allegedly failed to expand. It was further reported that physician advanced the sheath into proximal end of stent to release the sent. Reportedly stent was deployed. There was no reported patient injury.

Manufacturer narrative:
H10: manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the physical sample was not available. X-ray image provided demonstrating an hour-glass like deformation of the stent inside the vessel in the area of the stent brake confirmed that the stent adhered to the inner catheter stent brake during deployment which leads to a confirmed investigation result for expansion issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of the relevant instruction for use for this product was conducted. The instruction for use was found to address potential complications and adverse events such as incorrect positioning of the stent requiring further stenting or surgery, intimal injury, and malposition. H10: d4 (expiry date: 11/2022), g3. H11: h6 (method, result). H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : device not returned.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, an image was provided for review. The investigation of the reported event is currently underway. (Expiration date: 11/2022).

Event description:
It was reported that during stent deployment procedure, the proximal end of the stent allegedly failed to expand. It was further reported that physician advanced the sheath into proximal end of stent to release the sent. Reportedly stent was deployed. There was no reported patient injury.